Event description:
It was reported that the 3.5 x .08 mm xience v stent failed to cross the lesion. The device was removed without any issue. Flared struts were noted. There was no adverse patient sequela and no clinically significant delay in procedure. Another device was used successfully. There was no additional information provided. Returned device analysis found balloon material peeling distal to the distal balloon marker.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event was reported as unk, estimated to be (B)(6) 2011. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the hub, shaft, balloon and stent implant and in the guide wire lumen consistent with use in the patient. There was contrast on the shaft. The stent implant was stationary on the balloon but not between the markers of the tightly folded balloon. The proximal end of the stent implant was located 1 mm proximal to the proximal balloon marker. There were bent and twisted distal stent struts noted. There were multiple clear fibers wrapped around the damaged distal stent struts which appear to be from a wipe. There was no other damage noted to the stent implant. There were crimp marks on the balloon where the stent implant had been between the markers suggesting the stent was properly crimped on the balloon at the time of manufacturing. There was a strand of the balloon material peeling 1.5 mm distal to the distal balloon marker. There was a kink in the distal shaft, multiple kinks throughout the entire length of the hypotube and the tip of the sds was slightly flared. There was no other damage noted to the sds. The protective sheath was not returned. The distal and proximal stent implant outer diameters were measured and met manufacturing criteria. The distal stent outer diameters were not taken due to the damage noted. These damages were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no anatomical information available, however, it is possible that there may have been challenging anatomical conditions as additional information was received indicating that the device could not cross due to resistance with the lesion. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. When the device was removed, the reported stent damage was observed which appears to have been related to interaction with the anatomy as a result of the resistance. Additional information was received stating that when the device was removed, flared struts were noted and the physician looked at it and tried to wipe it down, but the gauze got stuck on the device. Thus the noted fiber strands and mislocated stent appears to be related to wiping of the sds post procedure. However, the noted strand of balloon material peeling could have resulted from either the interaction with the lesion or from wiping of the sds post procedure. The reported failure to cross and stent damage appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A search of the lot history record indicated no related non conforming material reports for the lot. A query of the complaint-handling database was performed and there have been no other incidents reported for stent damage for this lot. There is no indication of a product quality deficiency associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.